Manufacturer narrative:
Concomitant medical products: electrosurgical generator, unknown model. Occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as described. However, we determined that the snare head is severely misshapen with the duck bill bent inward. During the return, the handle of the device was manipulated, and the snare head would advance and retract fully back into the sheath. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. An additional functional test was performed by attaching the active cord to the electrical pin. The active cord connected to the device easily and remained securely connected. The device was connected to a valley lab generator and power was applied. The snare cut simulated tissue as expected. The snare head would smoothly advance and retract when manipulating the handle. The snare wire was manipulated with a pair of tweezers and formed back into a duck bill snare with one bend in the distal end of the wire. When the snare head was fully retracted inside the sheath, the snare head was 23 mm from the distal end of the sheath. The distance from the distal end of the snare wire to the distal end of the sheath met specification. The sheath of the snare was disassembled from the handle to evaluate the formed snare wire. It was found during the evaluation of the snare wire cannula that is soldered to the snare wire was in the correct location. The cannula on the complaint device was measured within the requirement. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The device functioned during a simulation with an electrosurgical generator. The snare head was misshaped. The instructions for use contains the following information to assist with proper set-up and use of the device: "before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure." "Inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." "With electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify desired settings and activate electrosurgical unit. Note: maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook acusnare polypectomy snare. The snare did not work when used. Per a verbal discussion with the cook district manager on 15-jan-2019: the device misfired. Had a meeting set up with the facility to discuss. Per customer's provided information on 15-jan-2019: the snare deployed for polypectomy, but there was no electrical current to the snare (subject of this report). The user checked all the wiring and equipment; then used different type of snare which worked fine. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.